Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported high blood glucose and diabetic ketoacidosis. The customer was hospitalized for 9 days. The customer was treated with the ER visit, (intravenous insulin infusion. The customer had the symptoms of confusion, feeling sick/unwell, vomiting tired/weak, increased thirst and was physically ill. Customer's blood glucose was over 600 mg/dl. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was unable to remove/change the infusion set. Customer declined to check pump settings. Customer required medical intervention for harm. The insulin pump will not be returned for analysis.